Event description:
The report stated that during a colposcopy that had a loop excision transformation zone where they used a cold knife on the cone of the cervix, they were using a ball electrode to cauterize small bleeders. Wile using the ball electrode the blue coating started coming off the electrode and laid on the tissue. The doctor used forceps to pick off the pieces to remove the blue material. The settings on the generator were 60 cut and 40 coag.

Manufacturer narrative:
The IFU warns that the ball electrode is to be used in the coag mode only and at a maximum of 30 watts. The customer reported settings of 60 cut and 40 coag and has now been reminded of the parameters for usage in the IFU